Manufacturer narrative:
Troubleshooting was performed with the customer. Technical support stressed the importance of testing patient samples within the 4-hour window for sample testing after collection per the product insert. Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64711b. No issues with recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported discordant results for one patient sample drawn from patient on (B)(6) 2019 at 15:01. Sample tested on tosoh at 15:17 and yielded tni 0.65 and myo 50.9 (ckmb not tested on tosoh). Sample then tested on triage at 15:45 and yielded tni <0.05ng/ml, ckmb 2.4ng/ml and myo 136ng/ml. Sites normal ranges are: triage tni <0.05ng/ml tosoh <0.4 customer stated samples were stored refrigerated for 4 days and retested on both triage and tosoh (testing date of (B)(6) 2019). Triage tni <0.05ng/ml, myo 237 tosoh tni 1.16. Customer stated that the triage meter is backup to the tosoh instrument. Customer stated they did not believe the patient was having a heart attack as suggested by the tosoh instrument. Customer also called tosoh for troubleshooting. Customer could not provide additional patient information.